Manufacturer narrative:
No info available at this time. Conclusion- cause of event cannot be determined. To date, this product has not been returned for analysis. Without product return, the root cause for the reported elevated pressures within this device cannot be determined. Medtronic anticipates return of this product. Upon receipt, a thorough analysis will be performed, and a follow up report will be submitted.

Event description:
Medtronic received info that this hollow fiber oxygenator exhibited elevated pressures of >400mmhg with significant pressure drop. The incident occurred during a bypass procedure. The decision was made to change out the uncoated device with a trillium coated hollow fiber oxygenator. No adverse pt effects were reported